Event description:
The patient had chronic intractable pain and she had a spinal cord stimulator implanted last year. She had a trial with spinal cord stimulator with percutaneous leads and reported successful pain control. The spinal cord stimulator had worked well over the last weeks but she then began to complain of pain at the site of the neurostimulator in the right abdomen. She said there was a burning sensation. She wished to have the entire device removed. The device was removed under general anesthesia. No complications noted.